Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. The awareness date for the event is (B)(6) 2016; however, additional product information received upon completion of investigation on 01sep2016, made the event MDR reportable. Additional device procode: krd. (B)(4). Very limited information was received. The sl-10 microcatheter was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location call-outs are reference only. Unreported damage located 1.3 centimeters off the distal tip of the device positioning unit (dpu) is a series of buckling and compression to the grey tip coil section. Unreported damage to the coil¿s socket ring being bent distally approximately 90 degrees toward the proximal section of the coil¿s soldered section. The articulating junction is now in a fixed position. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. The proximal section of the coil has unreported compression and buckling damage. The evidence as received highly suggests that the unreported damage appears to have been the result of distal interference. The remainder of the coil is undamaged. The coils adjacent to the ball tip have been bent. No manufacturing defects were found to the deltaplush system. The sl-10 microcatheter passed inspection and most likely did not contribute to the complaint from any manufacturing issues as no manufacturing defects were found. The complaint of the coils deployment difficulty and the coils inability to be advanced inside the microcatheter cannot be confirmed. While the root cause of the coils deployment difficulty and the coils inability to be advanced inside the microcatheter cannot be determined, the evidence as received and in the reported statement in the complaint description highly suggests that the most likely contributing factor may have been due to distal interference from the proximal end of a coil already residing at the entrance of the target site. It was stated, ¿¿it was impossible to deploy it, as there was tight resistance at the end of the microcatheter (sl-10 competitor¿s mc), as if part of the last coil (unknown) were still sitting at the catheter tip. Neither the coil nor a microguidewire were able to free the microcatheter tip. When the microcatheter was gently pulled on, the previously detached coil was pulled down with the catheter¿¿ the evidence as received further supports the complaint narrative of the possibility of the pre-existing coil at the targets entrance causing distal interference. The evidence is that the dpu¿s grey tip coil has buckling and compression damage in multiple sections, the coil¿s socket ring was bent 90 degrees, the proximal section of the coil has multiple sections of compression and buckling damage, and the distal tip of the coil adjacent to the ball tip was bent, therefore the most likely contributing factor to the complaint event may have been due to distal interference caused by a previously detached coil already residing at the target sites entrance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event cannot be confirmed, however the most likely contributing factor may have been due to distal interference. The returned catheter passed inspection and most likely did not contribute to the complaint. Additionally, review of lot # p10178 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the coiling procedure multiple coils were successfully implanted and detached. The physician was trying to advance a subsequent coil (dpl10025620/p10178), it was impossible to deploy it, as there was tight resistance at the end of the microcatheter (sl-10 competitor's mc) , as if part of the last coil (unknown) were still sitting at the catheter tip. Neither the coil nor a microguidewire were able to free the microcatheter tip. When the microcatheter was gently pulled on, the previously detached coil was pulled down with the catheter. It was tried to free the coil using a microguide, finally, when the catheter reached the parent vessel, the coil snapped back freeing itself from the microcatheter in an uncontrollable fashion. It is unknown if the reported event caused any adverse events or medical interventions. The procedure prolonged by 30 minutes. It was reported that the complaint product along with the sl-10 microcatheter will be returned for analysis.